Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient coded and showed wrong position on automated impella controller (aic). No alarms and echocardiogram (echo) was 3.5cm. The waveforms appeared okay and they were going to have the fellow look at echo. Additional information noted the patient¿s family is planning to change patient status to comfort care. Care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.